Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external outer insulation abrasion exposing the outer coil consistent with friction to the device can, located proximal to the suture sleeve impression.